Event description:
The customer reported to olympus, foreign materials ejected from j-channel on the colonovideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered foreign materials ejected from the j-channel, grip, switch box had a scratch, switch 1 had discoloration as did right and left knob had discoloration, the forceps channel port was deformed, there was s scratch on the plastic distal end cover, insulation resistance value at distal end and the connecting tube had a wrinkle. Additionally, the mount case unit had discoloration, the lens guide connector had discoloration, due to clogging of the j-tube in control unit, water cannot be supplied, universal cord had buckling, and the video connector case had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ·precleaning was not performed immediately after the procedure. Therefore, removal of foreign material was difficult. ·reprocessing of the auxiliary channel was insufficient. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): ·inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only) the user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·flush detergent solution and air into the auxiliary water channel (for endoscopes with auxiliary water feeding only) olympus will continue to monitor field performance for this device.